Manufacturer narrative:
An event for patient effects of heart block and atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The investigation was unable to determine the cause for the reported heart block and atrial fibrillation. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting (act) levels were 315s and heparin was given. A pre-implant balloon valvuloplasty done - 25mm non-abbott balloon. The valve was full re-sheath one time due to the implant depth was too high. The final implant depth was 6.74mm on the non-coronary cusp (ncc) and 7.43mm on the left coronary cusp (lcc). Post procedure, the left bundle branch block (lbbb) was noted. There was no treatment required. On (B)(6) 2025, the patient had a one month check up and showed onset atrial fibrillation (af) and medication was given.